Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis: however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the tip of the driver fractured during surgery. The procedure was completed successfully using a backup driver. No debris remains in the patient. This event caused a delay of less than 10 minutes to the procedure with no consequences or impact to the patient. There were no contributing factors related to this event. Attempts have been made and no further information has been provided.